Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced recurrent bacterial peritonitis manifested by cloudy effluent. The cause was not reported. The patient was hospitalized on the same day as the onset and was treated with cefotaxime (loading dose: 1g and maintenance dose: 0.5g/ per bag) and flucoxacillin (loading dose: 2g and maintenance dose: 15g/ per bag) for peritonitis. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.